Manufacturer narrative:
Other, other text: one unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. The lot met the requirements to release the lot with no deviations identified during their manufacturing process. DHR review was done, no issues related to the original complaint were found.

Event description:
It was reported that during the pre-use check, the customer noticed the elbow connector was missing. No patient injury.